Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4. (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from the site. No further information was available